Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp and the light blue main body of a peritoneal dialysis (pd) transfer set were separated. The separation was further described as a 2mm gap between the two components. This issue was discovered while the nurse was installing the transfer set. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h4, h6. H10: the actual device was not available; therefore a device analysis could not be performed for that sample. However, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.